Manufacturer narrative:
(B)(4). The complaint device was returned and the reported leak and loose rotating hemostatic valve (rhv) cap were not confirmed via returned device analysis. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two similar incidents for dilator leak. The potential cause of the dilator leak was determined to be a misaligned silicone seal in the rhv. Further assessment of this issue was performed and corrective and preventative actions to address it are in the process of being implemented. Additionally, the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), the hemostasis valve of the dilator was leaking. If this were to reocurr in the anatomy, a leak has the potential compromise the fluid path integrity and lead to an air embolism. It was reported that during preparation of the steerable guiding catheter (sgc), the rotating hemostasis valve (rhv) of the dilator was leaking when the device was flushed. The rhv was checked and confirmed to be tight. Another attempt was made to flush but the leaking continued; therefore, the device was not used in the anatomy. There was no patient involvement. A new sgc and dilator were used without issue. There was no clinically significant delay in the procedure. No additional information was provided.